Event description:
No additional information regarding the patient and/or event has been received. Since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article ¿retrograde type a dissection, following hybrid supra-aortic endovascular surgery in high-risk patients unfit for conventional open repair¿ by yip et al.. The article presents 6 patients, whereof 5 of the patients had a cook tx2 stentgraft. This pr addresses patient #6 from the article. The remaining patients are addressed in (B)(4). The patient had a chronic type b dissection with aneurysmal degeneration and underwent ascending aorta-to-innominate, and left carotid artery bypass in combination with insertion of one cook zenith tx2 stent graft in proximal landing zone 0. The stentgraft was 8.8% oversized. On day 6 after the procedure, the patient experienced an acute deterioration with hemo-mediastinum. The patient was sent to the operating theatre immediately, where a type a dissection was found. The patient died intra-operatively after failed open cardiac massage. A clinical assessment of the information given in the article was performed. Per the clinical assessment: "retrograde type a aortic dissection following hybrid supra-aortic repair is assessed to be primarily caused by out of IFU use, landing in zone 0 and disease-related, due to prior tevar for type b aortic dissection (tbad)". No lot numbers were provided. Why it was not possible to review the device history record. It has not been possible to establish an exact cause for the dissection or the events leading to patient death. It is noted, that the device is used in the ascending aorta. Per the IFU, the zenith tx2 taa endovascular graft with the z-trak plus introduction system is indicated, for the endovascular treatment of patients with aneurysms of the descending aorta. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr, part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: retrograde type a dissection following hybrid supra-aortic endovascular surgery in high-risk patients unfit for conventional open repair. Yip et al., 2018. D4) catalog# is unknown but referred to as cook zenith tx2 stent graft. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: the patient underwent ascending aorta-to-innominate and left carotid artery bypass in combination with insertion of one cook zenith tx2 stent graft in proximal landing zone 1 (stent graft proximal diameter: 42mm). Stent graft 8.8% oversized. Direction of stent graft deployment: antegrade. Banding of the ascending aorta was performed. Patient outcome: don't say if the tx2 stent graft was removed prior to on-table cardiac arrest and failed open cardiac massage. Don't know if the tx2 stent graft contributed to the development of retrograde dissection that resulted in unsuccessful open repair (patient died on the operating table due to cardiac arrest), 6 days after hybrid repair of dissecting aneurysm. Patient died on the operating table due to cardiac arrest.